Event description:
A malfunction alarm with code "malf 12" was reported by the customer, but no notable events were mentioned prior to the alarm. There was no reported impact on the customer's blood glucose level. Technical support provided guidance on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged. The customer declined to resume insulin during the call.